Event description:
The customer received a blood glucose reading of 41 and 42mg/dl on the contour next. She had symptoms of severe headache, was sweaty and dizzy. She was admitted to the hospital for 3 days. Further information was not provided. Customer was advised to return the test strips for evaluation. New meter and strips were sent to her.